Event description:
A facility representative reported a colleague infusion pump with an 810:11 failure code. It is unknown when or at what point in the process this condition occurred. A review of the pump's event history by baxter personnel determined that the reported condition of failure code 810:11 interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11. The root cause could not be determined. Review of the device event history determined that the reported condition of occurred on (B)(4), 2010 and not the customer reported occurrence date of (B)(4), 2010. No repairs were necessary for the reported condition. A follow up report will be submitted if additional information becomes available.